Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal pain') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine (migraines about once a month, with a duration of three to four days). Prior to being implanted with essure, when she was not on birth control, her menstrual cycle was only seven days in duration. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), agitation ("mood became more agitated"), anxiety ("anxiety worsened"), poor quality sleep ("unable to sleep"), menstruation irregular ("irregular bleeding"), complication of device insertion ("the right ostia could not be cannulated, possibly due to a tubal spasm"), fallopian tube spasm ("the right ostia could not be cannulated, possibly due to a tubal spasm"), headache ("headache"), autoimmune disorder ("auto-immune") and hypersensitivity ("hypersensitivity symptoms") and experienced migraine ("started to experience severe migraines that sometimes lasted more than twenty days") with vomiting, dizziness, memory impairment, nausea, hallucination, auditory and photophobia, lasting 33 days. The patient was treated with promethazine and surgery (bilateral salpingectomy to have the essure deviice removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower and menstruation irregular had resolved, the migraine was resolving and the agitation, anxiety, poor quality sleep, complication of device insertion, fallopian tube spasm, headache, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, agitation, anxiety, autoimmune disorder, complication of device insertion, fallopian tube spasm, headache, hypersensitivity, menstruation irregular, migraine and poor quality sleep to be related to essure. The reporter commented: during the (B)(6) 2014 procedure, the right ostia could not be cannulated, possibly due to a tubal spasm. The same reporting was made during her (B)(6)2014 procedure. Despite consistent medical treatment, medication, botox injections, acupuncture, massages, and essential oils, her symptoms persisted. She was unable to control these migraines with medication after the removal of the essure device plaintiff symptoms have substantially improved. Over a year later, she has experienced only a few migraines, which are controlled by medication. Diagnostic results: on (B)(6) 2014. The hysterosalpingogram test confirmed the position of the essure implant and determined that occlusion of the bilateral fallopian tubes had occurred. The left tube was occluded due to the essure implant. According to the medical records, the right tube was ¿consistent with previous occlusion or surgical absence of the right tube". Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal pain') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine (migraines about once a month, with a duration of three to four days). Prior to being implanted with essure, when she was not on birth control, her menstrual cycle was only seven days in duration. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), agitation ("mood became more agitated"), anxiety ("anxiety worsened"), poor quality sleep ("unable to sleep"), menstruation irregular ("irregular bleeding"), complication of device insertion ("the right ostia could not be cannulated, possibly due to a tubal spasm"), fallopian tube spasm ("the right ostia could not be cannulated, possibly due to a tubal spasm"), headache ("headache"), autoimmune disorder ("auto-immune") and hypersensitivity ("hypersensitivity symptoms") and experienced migraine ("started to experience severe migraines that sometimes lasted more than twenty days") with vomiting, dizziness, memory impairment, nausea, hallucination, auditory and photophobia, lasting 33 days. The patient was treated with promethazine and surgery (bilateral salpingectomy to have the essure device removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower and menstruation irregular had resolved, the migraine was resolving and the agitation, anxiety, poor quality sleep, complication of device insertion, fallopian tube spasm, headache, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, agitation, anxiety, autoimmune disorder, complication of device insertion, fallopian tube spasm, headache, hypersensitivity, menstruation irregular, migraine and poor quality sleep to be related to essure. No further causality assessment were provided for the product. The reporter commented: during the (B)(6) 2014 procedure, the right ostia could not be cannulated, possibly due to a tubal spasm. The same reporting was made during her (B)(6) 2014 procedure. Despite consistent medical treatment, medication, botox injections, acupuncture, massages, and essential oils, her symptoms persisted. She was unable to control these migraines with medication. After the removal of the essure device plaintiff symptoms have substantially improved. Over a year later, she has experienced only a few migraines, which are controlled by medication. Diagnostic results: on (B)(6) 2014. The hysterosalpingogram test confirmed the position of the essure implant and determined that occlusion of the bilateral fallopian tubes had occurred. The left tube was occluded due to the essure implant. According to the medical records, the right tube was ¿consistent with previous occlusion or surgical absence of the right tube". Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the relevant reported medical events cannot be totally excluded. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: events: headache, auto-immune, hypersensitivity symptoms were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("abdominal pain") and migraine ("started to experience severe migraines that sometimes lasted more than twenty days") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to being implanted with essure, when she was not on birth control, her menstrual cycle was only seven days in duration and migraine (migraines about once a month, with a duration of three to four days). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("the right ostia could not be cannulated, possibly due to a tubal spasm") and fallopian tube spasm ("the right ostia could not be cannulated, possibly due to a tubal spasm"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine (seriousness criterion medically significant) with vomiting, dizziness, memory impairment, nausea, hallucination, auditory, photophobia and phonophobia, agitation ("mood became more agitated"), anxiety ("anxiety worsened"), poor quality sleep ("unable to sleep") and menstruation irregular ("irregular bleeding"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine (seriousness criterion medically significant) with vomiting, dizziness, memory impairment, nausea, hallucination, auditory, photophobia and phonophobia, agitation ("mood became more agitated"), anxiety ("anxiety worsened"), poor quality sleep ("unable to sleep") and menstruation irregular ("irregular bleeding"). The patient was treated with promethazine (phenergan) and surgery (bilateral salpingectomy to have the essure device removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower and menstruation irregular had resolved, the migraine was resolving and the agitation, anxiety, poor quality sleep, complication of device insertion and fallopian tube spasm outcome was unknown. The reporter considered abdominal pain lower, agitation, anxiety, complication of device insertion, fallopian tube spasm, menstruation irregular, migraine and poor quality sleep to be related to essure. The reporter commented: during the (B)(6) 2014 procedure, the right ostia could not be cannulated, possibly due to a tubal spasm. The same reporting was made during her (B)(6) 2014 procedure. Despite consistent medical treatment, medication, botox injections, acupuncture, massages, and essential oils, her symptoms persisted. She was unable to control these migraines with medication after the removal of the essure device plaintiff symptoms have substantially improved. Over a year later, she has experienced only a few migraines, which are controlled by medication. Diagnostic results: on (B)(6) 2014. The hysterosalpingogram test confirmed the position of the essure implant and determined that occlusion of the bilateral fallopian tubes had occurred. The left tube was occluded due to the essure implant. According to the medical records, the right tube was "consistent with previous occlusion or surgical absence of the right tube". Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the relevant reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 3-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this spontaneous case report refers to a (B)(6) female plaintiff of who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including abdominal pain and started to experience severe migraines that sometimes lasted more than twenty days. On (B)(6) 2016, approximately one year and six months after insertion, plaintiff underwent a bilateral salpingectomy for the essure device removal. Pelvic pain is highly prevalent in women, and may have multiple causes. Migraine is a complex disorder characterized by recurrent episodes of headache, most often unilateral and in some cases associated with visual or sensory symptom collectively known as an aura that arise most often before the head pain but that may occur during or afterward. Migraine is most common in women and has a strong genetic component. In this case no alternative explanation was given for abdominal pain which was resolved after the removal of device. This case was classified as incident since device removal was required. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the relevant reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("abdominal pain") and migraine ("started to experience severe migraines that sometimes lasted more than twenty days") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to being implanted with essure, when she was not on birth control, her menstrual cycle was only seven days in duration and migraine (migraines about once a month, with a duration of three to four days). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("the right ostia could not be cannulated, possibly due to a tubal spasm") and fallopian tube spasm ("the right ostia could not be cannulated, possibly due to a tubal spasm"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine (seriousness criterion medically significant) with vomiting, dizziness, memory impairment, nausea, hallucination, auditory, photophobia and phonophobia, agitation ("mood became more agitated"), anxiety ("anxiety worsened"), poor quality sleep ("unable to sleep") and menstruation irregular ("irregular bleeding"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine (seriousness criterion medically significant) with vomiting, dizziness, memory impairment, nausea, hallucination, auditory, photophobia and phonophobia, agitation ("mood became more agitated"), anxiety ("anxiety worsened"), poor quality sleep ("unable to sleep") and menstruation irregular ("irregular bleeding"). The patient was treated with promethazine (phenergan) and surgery (bilateral salpingectomy to have the essure device removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower and menstruation irregular had resolved, the migraine was resolving and the agitation, anxiety, poor quality sleep, complication of device insertion and fallopian tube spasm outcome was unknown. The reporter considered abdominal pain lower, agitation, anxiety, complication of device insertion, fallopian tube spasm, menstruation irregular, migraine and poor quality sleep to be related to essure. The reporter commented: during the (B)(6) 2014 procedure, the right ostia could not be cannulated, possibly due to a tubal spasm. The same reporting was made during her (B)(6) 2014 procedure. Despite consistent medical treatment, medication, botox injections, acupuncture, massages, and essential oils, her symptoms persisted. She was unable to control these migraines with medication. After the removal of the essure device plaintiff symptoms have substantially improved. Over a year later, she has experienced only a few migraines, which are controlled by medication. Diagnostic results: on (B)(6) 2014. The hysterosalpingogram test confirmed the position of the essure implant and determined that occlusion of the bilateral fallopian tubes had occurred. The left tube was occluded due to the essure implant. According to the medical records, the right tube was "consistent with previous occlusion or surgical absence of the right tube". Company causality comment: this spontaneous case report refers to a (B)(6) female plaintiff of who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including abdominal pain and started to experience severe migraines that sometimes lasted more than twenty days. On (B)(6) 2016, approximately one year and six months after insertion, plaintiff underwent a bilateral salpingectomy for the essure device removal. Pelvic pain is highly prevalent in women, and may have multiple causes. Migraine is a complex disorder characterized by recurrent episodes of headache, most often unilateral and in some cases associated with visual or sensory symptom collectively known as an aura that arise most often before the head pain but that may occur during or afterward. Migraine is most common in women and has a strong genetic component. In this case no alternative explanation was given for abdominal pain which was resolved after the removal of device. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.